Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the rails for full height matrix drawer 5 were bent. The field service engineer replaced the rails, reinstalled the drawer and rebooted the device. Also performed preventative maintenance to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis anesthesia system full height matrix drawer was failed. The customer reported that this malfunction occurred while dispensing medication to the patients and the user managed to get medication from another device. There were no adverse events or injuries reported based on this event.